Event description:
Various bariatric procedures - "during several procedures, (B)(6) has noticed small holes appear under the gel pad of the grasper. They seem to occur when he is measuring lengths of small bowel and only when the pt has a bmi of 50 and above. This has been happening for about 2 months and believes there has been a design change in the tip as he has used this product for some time and previously had no problem with them." Pt status; "ok".

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer. A device history report is to be received by engineering. A final report will be sent once the results have been analyzed.